Event description:
This report is being field as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator noted increasingly high venous pressures and the cycler triggered cautions to check the filter for clotting. The patient experienced burning at the venous access needle site. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to an access needle issue. The operator informed nxstage that there have been ongoing problems with access needle placement and cannulation. The user's guide advises not to return the blood if the cartridge or filter is clotted. Nxstage reviewed the blood loss with the facility. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood cannot be established. Nxstage considers this report closed.